Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to pain and instability. The polyethylene bearing was removed and replaced.